Event description:
On (B)(6) 2010, a nurse called baxter technical service representative for assistance programming the homechoice and to report a homechoice peritoneal dialysis patient had developed peritonitis. No additional information available.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patient's discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown.